Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va14apv, implanted: (B)(6) 2016, product type: lead.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the redness and swelling were resolved. It was also stated that the cause of the redness and swelling remains unknown.

Manufacturer narrative:
Section d information references the main component of the system, other applicable components are: product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2016 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend / family member via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that the patient was implanted on (B)(6) 2016 and after the surgery the patient's head near the electrode was swelling and red. A second surgery was performed in (B)(6) 2016 due to the swelling and redness. In (B)(6) 2016, the patient received a third surgery as the lead location behind the patient's ear was red and swollen. It was stated that it was unknown what troubleshooting was performed, what the cause of the event was, and if the patient experienced more than a 50% reduction in symptoms. Following the two additional surgeries, it was stated that the patient's post-operative discomfort improved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.